Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient stated she last felt stimulation a coupled of days ago. The patient's programmer also reflected a communication error. Troubleshooting was unable to resolve the issue. The sjm representative met with the patient and confirmed the patient's ipg is inoperable. Consequently, the patient may undergo surgical intervention at a future date to address the issues.